Manufacturer narrative:
The reported event was confirmed as the product was returned and examination determined that returned tasp exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off, all pieces returned. DHR was reviewed for deviations and / or anomalies with no deviations / anomalies identified. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that tasp fractured while trialing. No additional information is available at this time.